Event description:
Per pt, spontaneous call legacy sn (B)(4) is beeping with no error code on screen. Pt switched to backup pump. No interruption in therapy. No adverse event resulted. Shipping replacement pump to pt. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; reported to (B)(6) by pt/caregiver.